Event description:
The customer reported that the unit failed to discharge during testing.

Manufacturer narrative:
(B)(4). The customer reported on 08/27, that the unit failed to discharge during testing. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.